Event description:
Boston scientific received information that this chronic right ventricular (rv) lead displayed gradually increasing pace impedances and was stated to have a possible insulation breech. As a result the lead was capped and replaced during an elective pacemaker replacement for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.